Event description:
It was reported that the patient experienced a shocking and jolting sensation when turning on the implantable neurostimulator. The patient's amplitude was reported as being 6. Additional information has been requested, but was not available as of the date of this report.